Event description:
It was reported that boston scientific technical services (ts) was contacted regarding a series of signal artifact monitor (sam) events on the patient's device after an atrioventricular (av) node ablation procedure. Ts discussed programming options and noted a possible spring contact issue with the right ventricular lead. The patient also had chronic atrial fibrillation, which contributed to the sam events. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)